Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer, row board 'e', did not appear in the storage space configuration. All pockets were failed. A field service engineer found that the cubies in row e were not showing on the map. Troubleshooting led to reseating the row board connectors, which resolved the issue. The customer verified proper operation. A functional test was performed, and diagnostics were run successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer row board was not showing up on storage space configuration and all pockets were failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.